Event description:
It was reported that an unspecified quantity of small volume folfusors under infused during infusion. There were multiple occurrences of incomplete medication deliveries also described as at least half the medication volume remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d10, h4, h6, and h11: b5: the device contained 2800 mg of fluorouracil in 115 ml of sodium chloride 0.9% solution. H4: the lot was manufactured between july 26, 2024 ¿ july 29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.